Event description:
The manufacturer received information alleging several pressure alarms occurred on the device. The ventilator was replaced with an alternative device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the proximal pressure and active exhalation: pilot difference tests had failed, and a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module and system board will need to be replaced to address these issue. The customer does not want any repairs done to the unit and it will be returned unrepaired.